Manufacturer narrative:
Manufacturer's report date: 12/10/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.

Event description:
Customer reported the secondary medication infused into the primary. The nurse was using a custom syringe administration set to infuse oxacillin. After the infusion was started, the user noted the primary fluid (normal saline) becoming cloudy and the secondary medication (oxacillin) was infusing into the primary. No patient harm reported, no medical intervention required and no other details about the event available. The secondary administration set was received. The investigation is on-going. A follow-up report will be filed upon completion of the investigation.